Manufacturer narrative:
The implant coil was returned for analysis. The implant was not stretched or damaged, and the monofilament was attached correctly to the implant coil. The proximal section of the implant had the monofilament section detached, and the monofilament had a mushroom shape, which is indicative of a thermal detachment. However without the missing components limited the investigation, because it is not possible to conduct an evaluation of the heater coil/detachment section. Based upon the investigation analysis and available information, the reported complaint of a detached coil without use of the controller was unverifiable. The investigation confirmed that the coil was detached; the monofilament had a mushroom shape, which is produced when the detachment controller is activated. To detach the monofilament of the heater coil section without controller intervention is possible by stretching the monofilament and breaking it; however, the returned implant and monofilament did not have any indication of stretching. The returned components indicate that the device was detached normally/thermally through the activation of the controller. The device performed as expected and within specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility and not returned to the manufacturer for review; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil detached without the use of the detachment controller. The coil was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be stable.